Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, diagnostic issue and inappropriate programming issue was observed. Upon review of the session multiple episodes of inappropriate supraventricular tachycardia and non-sustained ventricular tachycardia episodes was observed. Programming changes were made. Ventricular tachycardia ablation is scheduled to be performed in a few months. Patient was stable.